Event description:
It was reported that the patient advocate contacted boston scientific technical services (ts) with report of a red blinking light on the remote home monitoring communicator, indicating a potential product performance issue related to this implantable cardioverter defibrillator (ICD). The patient advocate noted the patient was not near the remote home monitoring communicator to perform troubleshooting and complete a remote interrogation. The patient was referred to their clinic. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.